Event description:
The pt reported her ipg is located near her ribs and it is very painful and sensitive to touch. The pt stated the pain has been there since her last procedure which was in (B)(6) 2013. (Reference MFR report: 1627487-2013-1056). The pt's physician does not want to perform any further procedures at this time. The pt is to follow-up with physician at a later date.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.